Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced discomfort at the ipg site. As such, surgical intervention was undertaken in (B)(6) 2017 during which the ipg was relocated.

Event description:
Follow-up identified the patient's discomfort resolved after relocating the ipg.